Manufacturer narrative:
Submit date: 09/27/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc. The customer reports a catheter was inserted and pulled after it began to leak at the hub.

Manufacturer narrative:
Additional information was provided by the customer. Betadine was used to clean the area prior to insertion. It was completely dried prior to insertion. It was not difficult to handle or secure the catheter. It was sutured per routine. It was inserted (B)(6) 2016, in the umbilical artery. It was a continuous feed. Heparin was used to flush the line. A saline wipe was used to clean the area. It is unknown if the hub was cleaned as well. It was removed on (B)(6) 2016. Another uac was used. There was no patient harm. The rn stated she had to bend the catheter to connect IV fluids.